Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076, implantable pacing lead, (B)(6) 2012. A 6947m, implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) after receiving an inappropriate shock due to the device detecting atrial fibrillation (af). The device was reprogrammed and remains in use. It was also reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.